Event description:
It was reported that the experiencing inadequate stimulation and pain at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date the manufacturer was made aware.

Event description:
It was reported that the experiencing inadequate stimulation and pain at the implantable pulse generator (ipg) site. The patient underwent an ipg replacement procedure and was doing well postoperatively.